Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer reports error code 132.3000 on their 8015 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: informed customer this could be due to the boot on the tamper switch being stuck. Instructed customer to depress the tamper switch a few times and move the boot around. Afterwards when the customer applied power, the error code cleared. Ended call. Ref:_00d30y0yr._5000l1svool:ref.